Manufacturer narrative:
Manufacturing evaluation: description of incoming product condition: the valve was received dry (not submersed in liquid as suggested). At the time of intake, the progav 2.0 valve was set to a pressure setting of 3 cmh2o. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test : a permeability test has shown that the valves were not permeable. Adjustment test: the adjustment test has shown that the progav 2.0 is adjustable to all settings. For the shunt assistant the adjustment test is not applicable, because it is a valve with a fixed pressure. Braking force and brake function test: the investigation of the braking force of the progav 2.0 valve showed that the brake function is fully operational and the braking force is within the given tolerances. For the shuntassistant the test is not applicable, because it is a valve with a fixed pressure. Results: first of all we want to point out that we received the progav 2.0 shunt system dry without liquid. The investigation of a dry shunt system is not significant because dry deposits of liquor and blood can affect the product performance. First we performed a visual inspection of the valves. No significant deformations or damages of the valves were detected during the visual inspection. Further, we tested the permeability of the valves. The test has shown, that the valves were not permeable. The testing of the adjustability, the brake functionality and as well the brake force of the progav 2.0 valve was possible and within the accepted tolerances. For the shunt assistant this tests were not applicable because it is a valve with a fixed pressure. Finally, we have dismantled the valves. Inside the progav 2.0 valve we have found visible substances (likely protein). Inside the shunt assistant no visible substances were detected. Based on our investigation, we can confirm the blockage of the progav 2.0 shunt system. A statement for the suspected over-drainage cannot be done, because a computer controlled test was no applicable. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on (B)(6) 2018. Postoperatively, there was suspected over-drainage and blockage of the valve noted. There was a revision on (B)(6) 2019. On (B)(6) 2019, the valve had not responded "to the tare" and did not calibrate.